Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was not able to duplicate the reported event. According to fsr most likely there may have been a kink or loose connection in the circuit during the patient change that caused a "circuit disconnect" and an "occlusion alarming" that shut down the ventilator. The fsr performed performance check, all test passed per avea service manual. Ventilator is operational and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator unit alarmed and stopped ventilating. Patient expired after 2 days in transferring to another ventilator. And belief is vent stopping was not a factor in death.